Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to pocket pain. The device was replaced and the pocket was revised. The patient was stable post-procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).